Event description:
The complainant has reported that patient underwent a therapeutic placement of a colonic unistep wallstent for the treatment of colon cancer. Two days after successful placement of the wallstent, the patient presented with abdominal pain. It is reported that the lesion was perforated due to a sharp edge on the proximal end of the stent. It is also reported that the proximal end of the stent had not fully opened. The patient's anatomy is noted to be particularly tortuous. No surgical or additional intervention was required.